Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The actual sample involved in the reported incident was not returned for evaluation. However two photos were provided of the pd catheter for analysis and investigation. After visual evaluation of the photos, it was observed that the catheter was inside the stomach of the patient. No leakage condition was observed on photo 1. Due to the photograph perspective on photo 2 it was observed that the thickness of the wall of the peritoneal dialysis is thinner on one side than the other. However, since the sample was not returned for evaluation it is unable to determine and evaluate the catheter dimensions. The most probable root cause is misuse- clamping the tubing near to adapter. The IFU states: clamping the catheter repeatedly in the same spot could weaken the tubing. Change the position of the clamp regularly to prolong the life of the tubing. Avoid clamping near the adapter. On the photographs returned for evaluation it is not possible to identify the location of the leak on the catheter. However, as stated in the event description the pd catheter was implanted for about 5 years. It can be concluded that the catheter perform as intended for approximately 5 years. In addition, the clinician was able to repair the catheter. As a conclusion, clamping the catheter in the same spot could weaken which might cause a rupture near to the adapter leading to product leakage. Another probable root cause identified from the visual inspection of the first photograph can be that the pd tubing has a smaller circumference; however this is not an indication of the product being out of tolerance condition. Since the catheter involved in this event has not been returned for evaluation, it is not possible to perform a depth sample evaluation in order to confirm an out of specification process. Should the physical sample is returned, this complaint will be reopened. No further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the catheter was placed in 2010 and the patient was having peritoneal dialysis for 5 years. In 2014, the patient returned to the hospital and stated that there was liquid leaking in the joint of the peritoneal dialysis catheter. The nurse cut off the leaking part and re-installed the ti joint, but she found that the thickness of the ID of the peritoneal dialysis was not the same after cutting off the leaking part.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.